Event description:
It was observed that during the device evaluation, the subject device exhibited a broken video cable, the fiber bonding in the outer tube area (distal end) was damaged. And the image was lost and green. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the reported malfunction "image lost" was not reproduced, a root cause could not be determined. Additionally, the green image was caused by a broken video cable and the cause for the damaged fiber bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.